Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during "left hemi hepatectomy surgery", the cusa excel 36khz curved extended standardtip (c4614s) initially functioned without any issues. However it stopped working, so cem nose cone was removed and reattached, then attempted to use. The amplitude rose only 10%, although the setting was 60 %. Another tip was used, but the amplitude rose only 10%. The procedure was completed by using a crushing clamp. There was no visible misalignment of the handpiece. Malfunction of the tips were suspected. There was surgical delay for more than 30 minutes; however, no adverse consequences to the patient were observed.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The c4614s cusa excel 36khz curved extended standardtip was not returned for evaluation and the lot number is not available; therefore, device history record (DHR) could not be reviewed and failure analysis is not possible. As a result, a definitive root cause determination for this alleged functional issue is not possible, since the product is unavailable for testing. The most probable root cause is generally use error and/or mishandling leading to tip damage. The cusa excel user guide provides guidelines for proper set up, testing and use of cusa tips, and warns against certain conditions, which can lead to partial or full amplitude reduction and/or a tip alarm. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: g3 of initial MDR. This follow-up MDR is being submitted to report the aware date which was erroneously omitted from the initial MDR. The aware date of the initial MDR should read 19may2025.

Event description:
N/a.